Manufacturer narrative:
The patient injury occurred during a proact implant procedure. The physician reported an atypical patient anatomy with a very narrow pelvis and a bladder located at the pelvic floor. The physician inserted the uromedica proact blunt trocar and almost immediately after, the tip of the trocar punctured the bladder. The proact implantation procedure was then aborted, with no devices placed. Perforation was treated with a foley catheter and antibiotics. The physician intends to perform the proact implant procedure at a later time.

Event description:
Bladder perforation during a proact implantation procedure. Perforation was treated with a foley catheter and antibiotics.